Event description:
Customer reportedly received the following results on the compact plus system within 1 minute: 1. 11 mg/dl, 135 mg/dl 2. 13 mg/dl, 93 mg/dl 3. 11 mg/dl, 101 mg/dl 4. 15 mg/dl, 111 mg/dl readings 11 mg/dl were not duplicated. Sets of readings were taken on different days. No actions taken based on device results. No adverse event reported. Requested return of suspected device and strips.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.